Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that the balloon was ruptured. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery to below-knee artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.